Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Hospital does not want to disclose patient information. No additional information is available at this time. Device labeling for the reported event of detachment of device component: 5. Precautions ¿ juvéderm ultra plus® is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product, and it can therefore no longer be assured.

Event description:
Healthcare professional reported having a syringe of juvéderm ultra plus where the plunger rod separated from the syringe. Packaged needle was used. There was patient contact when the event occurred and there were no injuries.